Manufacturer narrative:
Bec cts (customer technical support) generated a service request. A field service engineer (fse) went on-site (B)(4) 2011 and found tubes on 2 valves were cracked and replaced the tubes. Fse found a broken fitting on one of the valves and replaced the valve. Instrument was primed 10 times and customer tested qc. The hydropneumatic was checked for leaking and none was observed. Repair was verified per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that yellowish fluid was slowly seeping out from under the unicel dxc 800 pro synchron clinical system. The customer did not know the source or identity of the liquid. No injury was reported and no erroneous results were generated.